Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection and sepsis were reported under medwatch MFR report #2916596-2016-00449. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient was septic with (B)(6) driveline culture. The patient was being treated with IV antibiotics for the infection. The patient was discharged on an unspecified date. On (B)(6) 2016, the patient was found unresponsive at home and brought to the emergency room. It was determined that the patient had experienced a right-sided subdural hematoma. At the time of the event, the patient's inr was 27.1. The customer reported that prior to the event, the patient's last inr taken on (B)(6) 2015 was 2.7. The patient was intubated upon arrival to the emergency room and remained sedated. Approximately 24 hours later, the vad started to continuously alarm for low flow. The system controller was disconnected and the patient expired on the evening of (B)(6) 2016. An autopsy was not performed. No additional information was provided.